Event description:
According to the reporter, three patients developed strictures requiring dilation. This patient experienced the stricture requiring dilation after 1x self-sizer, 1x focal cryoablation of a barrett island, and 1x focal rfa. This patient was treated with cryoablation about three months after the initial circumferential treatment secondary to residual disease. Three months later, the patient was treated with the 90 focal catheter (2x15j/cm2-clean-2x15j/cm2). Five weeks later, an endoscopy was performed secondary to dysphagia which showed a stenosis, successfully dilated after one session.